Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 584 mg/dl. A correction injection was administered to address the bg. Reportedly, the customer did not complete the air removal step during the loading process. Tandem technical support educated the customer regarding the loading process.